Manufacturer narrative:
No report of patient involvement. The screws were tightened on the display mount.

Event description:
The hospital reported that the display was not securely fastened and had the potential to fall. There was no report of patient involvement.